Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05955. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, hematomas, pelvic adhesions, chronic fatigue, emotional distress, cramping, difficulty participating in physical activity. It was reported that the patient underwent mesh removal and revision on (B)(6) 2007 due to mesh erosion and hematoma. It was also reported that the patient underwent mesh removal and revision on (B)(6) 2011 due to mesh erosion, scar tissue, pelvic adhesions, recurrence of pre-implant symptoms. The patient underwent another procedure on (B)(6) 2012 for revision of scar tissue, correction of hernia, removal of ovaries, and pelvic adhesions. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.